Manufacturer narrative:
The device was received for evaluation. During visual inspection the leak was observed. The sample was visually inspected and a leakage bag was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the stopcock valve of a from a 9-liter effluent bag during prime testing on a prismaflex machine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.